Event description:
Per letter from attorney, pt underwent arthroscopic surgery on his right shoulder in 2002 and wore a painpump for post-operative pain relief. The pt now alleges that because of the painpump he began experiencing severe shoulder pains, and problems this past march, and will now require a shoulder replacement.

Manufacturer narrative:
The device was not returned for evaluation.